Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a torn cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site however no further information could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The initial findings were confirmed. Continuity was tested on the instrument and failed on one of the grips. The instrument was disassembled and the break was isolated to the distal end. The instrument was partially disassembled and the conductor wire was stripped. The conductor wire was found to be broken near the distal clevis, further evidenced by significant necking of the conductor wire insulation at that location. The distal end of the broken conductor wire was still crimped inside the yaw pulley. The insulation of the broken wire was found to be retracted from the crimp location. While the internal wires were still attached to the crimp, the insulation had moved proximally, exposing the internal wires. Upon disassembly, significant thermal damage was observed on the insulation jacket that secures the conductor wire to the internal hypotubes. The insulation was found to be melted and exhibited bubbling of the material. The complaint regarding a torn cable was confirmed by failure analysis. The root cause of the broken conductor wire, insulation retraction and significant thermal damage on the insulation jacket is attributed to the component's susceptibility to damage.